Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow hazard alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. A specific cause for the pump resets could not be determined as there is no controller event data available for this timeframe. The controller event log file contained events from 08nov2023, per the timestamps. Transient low flow hazard alarms were captured throughout the file. The controller periodic log file contained data from 29oct2023 through 08nov2023 and captured one low flow alarm on 07nov2023. The onset and duration of this alarm is unknown as there is no controller event data available for this timeframe. No other notable events or alarms were captured. The controller log files captured the pump functioning as intended at the set speed. Additionally, the lvad event log file contained events from 08:03:26 on 02nov2023 through 13:55:07 on 03nov2023, per the timestamps. Pump resets were captured at 13:54:37 and 13:55:06 on 03nov2023. These events were associated with sw_reset, rot_displ, lvad_opc, and not_initialized fault flags, as expected. A specific cause for the observed resets could not be determined as there is no controller event data available for this timeframe. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flow alarms on 08nov2023. A review of the log files revealed low flow estimates as well as sustained low flow hazard alarms. The patient had a panic attack during the alarms, was seen by psychiatry, and their prozac was increased to 40mg daily. A cause of the low flow alarms was not identified. The alarms resolved with medical management. Further review of the left ventricular assist device (lvad) event log file confirmed two pump resets occurring on 03nov2023.